Manufacturer narrative:
The device was returned. The right plunger case and the tube holder on top of the case were both broken. The reported problem was not duplicated, during the investigation. Preventative maintenance and functional testing were performed. The speaker was replaced as a preventive measure. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of device is unknown.

Event description:
It was reported that a system failure occurred. No patient injury was reported.